Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited increased thresholds and impedance. A chest x-ray revealed that the lead had dislodged. During the attempt to reposition the lead the physician noted an insulation anomaly. The lead was explanted and replaced.